Event description:
It was reported that the device had premature battery depletion. It was also reported that the left ventricular lead had high threshold. The device was explanted and replaced, and the lead is still in use. No patient complications have been reported as a result of this event.